Event description:
It was reported by the customer positive n1 negative on repeat with bd sars-cov-2 reagents for bd max¿ system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sars-cov-2 positive n1 negative on repeat from (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer positive n1 negative on repeat with bd sars-cov-2 reagents for bd max¿ system. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "sars-cov-2 positive n1 negative on repeat from case (B)(4)".

Manufacturer narrative:
H.6 investigation summary: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4) ) lot 2067897 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 2067897 was manufactured according to specifications and met performance requirements. Customer reported positive results for the n1 target with bd sars-cov-2 reagents for bd max¿ system kit lot 2067897, that repeated negative. According to the complaint text, the discrepant results has been occurring often, over a period of two years, and involved multiples different lots. Customer provided the database and runs file from instrument ct1709 for investigation. Customer identified seven samples as problematic (2477/a5, 2478/a6, 2481/b2 & b3, 2489/a2, a5 & a4) and an additional discrepant sample (run #2493/a9) was identified and included in the investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Database analysis did not show any increase of n1 positive results with this kit lot compared to other lots used, nor in time, suggesting that the customer¿s issue is not linked to a specific kit lot. Manual pcr curve adjudication of the eight initial samples with n1 positive results was performed. Pcr curves analysis revealed late and low, but true amplifications, n1 positive results while the repeat did not show any amplification (flat curve), without anomaly. In addition, for all eight samples, rnasep target displayed similar true and strong amplification in both initial and repeat tests, suggesting that the extraction worked well without issue. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 2067897. The root cause was not identified. However, environmental contamination is the most likely cause to explain the customer¿s n1 positive results, specimens at or near the assay limit of detection (lod), or cross contamination during controls preparation cannot be excluded. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends. H3 other text : see h.10.